Event description:
It was reported that a non-complaint patient presented to the ER after receiving hv therapy due to noise and oversensing. The patient does not want the lead changed at this time. An x-ray showed no lead abnormalities. The physician has programmed off the high voltage therapy.

Event description:
It was later reported that the patient had the ICD turned back on and the device exhibited proper sensing and delivered appropriate therapy. The patient had stage four heart failure and later expired due to cardiac arrest.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.